Event description:
It was reported that procedure was cancelled. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter completely lost the image. Another device was used, but the problem persisted. Due to repeated failures, the use of ivus was suspended, and the procedure could not be completed as planned. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that procedure was cancelled. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter completely lost the image. Another device was used, but the problem persisted. Due to repeated failures, the use of ivus was suspended, and the procedure could not be completed as planned. No patient complications were reported.